Event description:
An article was received that reported multiple adverse events and malfunctions. The current report captures the report of adverse events associated with the lead. MFR.report # 1644487-2017-04683 captures the report of high impedance on the lead. MFR. Report # 1644487-2017-04684 captures infections reported on the generator. The article discusses the surgeon¿s experience and techniques with 30 patients who underwent vns lead removal and in some cases re-implantation. The article also discusses two surgical techniques, sharp dissection and monopolar microneedle electrocautery. One patient first underwent removal under local anesthesia to address pain and other intolerable symptoms that occurred with stimulation followed by re-implantation. There was 1 additional patient that also had a replacement due to pain (total of 2 patients indicated for removal for pain). A total of 3 patients had long-term vocal cord paralysis (2 using the sharp technique and one with electrocautery). One case with the sharp technique, a small laceration of the nerve was seen after dissection of dense fibrous tissue around the coils and nerve). No further relevant information has been received to date.